Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level at time of incident was 509 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with syringes. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer declined to check their settings. Customer reports basal rates were programmed accurately. Customer reports bolus wizard was programmed accurately. Customer reports was not worn during a medical procedure. Customer stated that the insulin pump caused the high blood glucose and declined troubleshooting on other part of the set. The devices will not be returned for analysis.